Event description:
During a routine phacoemulsification procedure the surgeon reportedly experienced a corneal burn at the incision site. Three unanticipated sutures were required to close the wound. The pt is expected to recover fully.